Event description:
It was reported that high capture thresholds and low r-waves were observed. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.